Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated by the baxter product analysis laboratory. Visual inspection of the device verified that no iodine was present on the sponge. The cause was determined to be an isolated incident due to employee oversight and not systemic of this batch. Awareness training has been performed and is documented. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that the connection shield had no povidone iodine in the foam sponge. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.